Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Several nurses reported that while performing blood collection using a bd emerald¿ 5ml luer lock syringe needle, have experienced leakage point between the metallic needle and the plastic conical holder. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd has not been provided with samples and pictures to investigate for this record. Unfortunately, as a result, bd is not able to verify the reported issue. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2027 (july 6th - 9th, 2017). Syringes were assembled in machines nº4268, nº4259, nº4210, and nº4205, in lot #7160168 (june 12th - 21st, 2017) and in lot #7187064 (july 6th - 17th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the needle assembly lots #7156098, and #7186362 and no problems, defects or qn related to the reported issue were found. Root cause analysis: based on the nonconformance description, we think that the issue could be related with some ineffective luer slip fitting between the needle and the syringe tip. This could be because of a defective luer dimensions or any damage in the product. The exactly root cause for this issue is not possible to be determinate. Nevertheless, we have to say that even the needle is attached to the syringe in this product configuration, the engagement of the needle should be review previous to use, mainly in critical uses. By the other hand, regarding the absence of shield, we think that the needle shield was lost during the packaging process due to low fitting force. The shield could be not well assembly and during packaging, this needle with low shield pull force, lose its shield in the needle feeder mechanism in the packaging machine. To avoid this situation, there is a needle length detector rejecting those that do not reach the specified distance. In this case, the needle was able to avoid preventive systems and become packaged normally. Investigation conclusion: no sample available. No issue found in the bhr review. We could not confirm the reported issue.